Event description:
Un-reporting capsular contracture since event did not require surgical intervention.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider reported right side "md aspirated saline from right implant" before explant and device "textured" and "capsule more similarly firm baker ii/iii. No deformity or distortion this not a baker grade iii. Baker grade 2.5." Additionally healthcare provider reported "aspiration of the device to let the skin envelope shrink and determine a new size was suggested and patent came back and ¿favors right implant saline puncture and aspiration¿. ¿withdrawal of fluid was performed by inserting needle into lesion. The patient tolerated the procedure well without complication. 180 cc was withdrawn from the right breast implant". Intracapsular calcification also noted during explant. The device has been explanted.